Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion alarms which were reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the downstream pusher was causing the downstream sensor to have elevated readings out of specification, causing the symptom. The downstream pusher was reworked to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the medical surgical unit. Any patient involvement, injury or medical intervention is unknown.